Event description:
It was reported that the spinal cord stimulation (scs) patient developed a blood clot in her spine and was unable to move her legs or feel below her chest after a procedure (see MFR. Report 3006630150-2025-03148). Therefore, the patient underwent another procedure wherein a foley and drain was placed. The patient had the drain removed postoperatively however, she was unable to urinate. Therefore, the foley was removed at a later time. The paralysis and blood clot have both resolved.